Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic abdominal, pelvic, and vaginal area pain, painful intercourse, urinary retention. Painful urination, cramping, worsened prolapsed of bladder, and painful bowel movements. No further information has been provided.